Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing detached from the cannula of the infusion set resulting in elevated blood glucose levels. The patient was transported to the hospital on (B)(6) 2021 at 5:00 p.m. The patient was treated with 2 bags of dipyrone via IV. The blood glucose results at the hospital were not provided. The patient was discharged from the hospital at 10:00 p.m. On (B)(6) 2021.